Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was re-implanted on (B)(6) 2013. No reason for the explanation of the concerned ci has been reported to date. No med-el employee was informed prior to the explantation.